Manufacturer narrative:
Initial report sent to FDA on 01/25/2008.

Event description:
Procedure: lap chole. According to the reporter: the clip applicator was preloaded initially and then the clip fell out. It was then loaded again, put down the port and the jaws were placed across the duct. As the clip was fired, one side of it curled up into a u shape and caused damage to the cystic duct. Surgical intervention was required to correct the damage. The surgeon had to dissect the common bile duct as the cystic duct was fairly short in order to be able to put another clip into the cystic duct. Medical prognosis good.